Manufacturer narrative:
Stryker evaluated the device and verified the presence of the code. The error code was cleared and did not return. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.